Manufacturer narrative:
A steris service technician inspected the filter housing and observed a vertical crack along the big blue filter housing. The technician replaced the housing, ran a test cycle and confirmed the system 1e and big blue filter housing to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e's big blue filter housing. No report of injury.